Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips field service engineer (fse) visited the site and analyzed the system log files, indicating the flexvision pc startup error. To resolve the issue, the fse reinstalled the flexvision pc os and app software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.